Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a non-calcified, restenosed lesion in the proximal and mid right coronary artery (rca). After implanting a 4x12 xience xpedition stent, the 4.5x12 mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation and inflated in the proximal lesion; however, the balloon did not deflate. While attempting to withdraw the bdc, resistance was felt due to the balloon being inflated and subsequently the hypotube broke into two pieces. 30 cm of the distal end of the bdc remained in the artery along with the inflated balloon. The patient was transferred to surgery for retrieval of the remaining portion of the bdc. The surgery was successful and the patient is showing good recovery in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight, floppy terumo; guide cath: jr4 cordis; other: vascular solution guiding catheter extension, external pacemaker. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.